Event description:
On the (B)(6) 2025, dkk was informed by the initial importer that the dkk device might have caused a burn during the surgery. Dkk is reaching out to the importer to try and gather information regarding any injuries and how the light was used, as currently no other information is available.

Event description:
On the 4th november, dkk received additional information from the importer. The information is what the importer received from the facility with details as below: patient was brought to or #10 for an exploratory laparotomy and right inguinal hernia repair. Patient's abdomen prepped and surgical drapes applied. While gaining access to the abdomen, surgeon and anesthesiologist noted increased temperature on the patient's abdomen and turned off or spotlights that are connected to the skytrons booms. After the laparoscopic portion of the procedure, or spotlights were turned back on. After the procedure ended and drapes were removed, a darkened area of skin in the shape of the draped area was noted on the patient's abdomen. Cold packs were immediately retrieved and placed on the abdomen. This event corresponds with previous reported concerns related to the or lighting in this particular or.